Event description:
The patient reportedly experienced sound quality issues and poor performance with use of device. Programming adjustments were made, however, the issue was not resolved. Explant surgery is being considered. Advanced bionics is in the process of gathering more information. Once additional information is received, a supplemental report will be submitted.